Event description:
Pt had extremely tortuous iliac arteries. The main body graft was introduced and advanced into position via the patient's left femoral artery. The placement and deployment of all three components went without complication. Post angiogram noted that the ipsilateral leg graft had landed in an extreme angle of the common iliac artery. Due to the anatomical condition of the vessel at the landing site, the physician elected to place a stent inside the leg graft to prevent the future possibility of the graft kinking. The additional radial force of the stent created a smoother transition between the graft and the native vessel at the extreme curve. Final angiogram showed exclusion of the aneurysm and no endoleak presence.